Event description:
Related manufacturer reference number: 2017865-2022-10802. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of leads, it was noted that both the right ventricular (rv) lead and the right atrial (ra) lead were dislodged while patient was exercising. The physician explanted and replaced the rv lead and repositioned the ra lead on (B)(6) 2022. The patient was in stable condition.